Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump did not emit a low cartridge alarm prior to the empty cartridge alarm, and the patient now has a 400 mg/dl blood glucose (bg) with unspecified ketones. No unusual treatment was given, but the basal rate and bolus settings were adjusted. The patient has lost confidence in the pump and requests replacement. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the pump settings show the low cartridge warning level was set at 20u. The black box shows on (B)(6) 2014 17:14 that approximately 46u remained in the pump. An unexplained por event occurred at 17:18. The pump was powered back on and primed 45.49u at 17:26. The 45.49u prime bypassed the low cartridge warning resulting in an eaw- 144 replace cartridge alarm at 17:26. Deliveries resumed at 18:17. A ¿replace cartridge¿ alarm and a ¿low cartridge¿ warning were reproduced for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.